Event description:
The co received a report that after pt intubation the endotracheal tube had an unspecified air leak. It was later discovered upon examination to have a 1.5 cm length tear in the cuff which did not allow it to remain inflated. It is unk if the pt was reintubated or if removal of the endotracheal tube was routine at end of intubation.